Manufacturer narrative:
The following devices were also listed in this report: c-taper cocr lfit head 28mm/0; cat# 06-2800; lot# 84506101; unknown_joint replacement_product; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported by rep: "right total hip revision arthroplasty, anterior ball liner versus complete. Pre-op diagnosis: right failed total hip arthroplasty. Intra-op surgeon comments: patient reports pain". A femoral head, liner, and screw were revised. Rep provided a re-revision x-ray and explant pictures, and reported that no further information is available.